Event description:
Additional log files were submitted. A review of the new log files noted 236 driveline faults. No pump stops were noted. The recorded voltage while the patient was connected to the power module via the patient cable was below the manufacturer's specifications. This type of issue can be caused by patient cable fatigue. Technical support recommended replacing the cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A new log file was submitted on (B)(6) 2020. The patient had continuing driveline faults. There was no significant change in weight. The patient reported no new signs or symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of driveline fault alarms; however, a specific cause for these findings could not be conclusively determined during the analysis of the returned portion of the driveline. The submitted system controller log files captured driveline fault alarms throughout. The submitted system controller log files showed that driveline fault alarms continued even after the patient¿s system controller was exchanged. Based on previous complaint history, the alarms captured in the log files appeared consistent with a potential driveline issue. In addition, a transient low flow hazard alarm was captured on (B)(6)2020 ; however, a specific cause for this low flow event could not be conclusively determined. A distal-end driveline replacement was performed on (B)(6)2020 under work order (B)(4) and approximately 18.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline was performed and found all wires to be electrically intact. The silicone jacket and bionate layer were unremarkable. Breakdown of the metal braided shield was observed at the terminus of the bend relief and approximately 4" from the metal connector. The bionate and shielding were removed, and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromise that would have contributed to the reported driveline fault alarms. The device history records for (B)(6) including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6)2016. An additional submitted system controller log file showed that driveline fault alarms continued even after the distal-end driveline replacement performed on (B)(6)2020. The patient remains ongoing on vad support. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing this event.

Event description:
A new log file was submitted on 09dec2020. A review of the new log file noted driveline faults. Elevations in power and flow were also noted with a decrease in the average pulsatility index (pi) readings. The flows were well above the normal parameters. Technical support recommended that the account exchange the patient's controller. Technical support requested that the account perform 15 to 25 power cable disconnects on the new controller and submit additional log files for comparison. Lab results were received for the patient. The patient's mean arterial pressure (map) was 78 in the office on (B)(6)2020. The patient's most recent hemoglobin was 10.7/35 on (B)(6)2020. The account ran the patient's international normalized ratio (inr) lower (2/2) due to frequent gastrointestinal bleeding. The patient's inr goal was 1.5 to 2.0. The patient was to have labs drawn. The patient was to present to clinic again on (B)(6) 2020. The account suggested to the patient and his wife that they monitor pump parameters four times per day instead of two and monitor the account with any changes. No additional information was available regarding the transient low flow alarm on (B)(6)2020.as the account was not aware of the alarm. The patient never contacted the account regarding the alarm.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Event description:
Additional log files were submitted and information on whether the patient's pump had stopped or was showing any malfunctions was requested. A review of the new log file noted the driveline faults which were still occurring as before. No further damage was seen. There were no other unusual events noted in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline fault on (B)(6) 2020. A review of the log file noted driveline fault alarms throughout the log. Technical support requested the serial number of the controller and recommended that the controller be exchanged. The account was to perform 25 power cable disconnects with either the black or white controller power lead on the new controller. Technical support requested the second log file for comparison with the first to determine if the driveline faults were true. No other unusual events were noted in the log file. The patient had x-rays taken which were unremarkable. A second log file was sent for comparison. A review of the second log file noted driveline fault alarms occurring on both the old controller the new controller, showing that the driveline fault alarms were true. Phase 1 was having an issue on both controllers. Technical support arrived onsite on (B)(6) 2020 for an external percutaneous lead repair. The percutaneous lead phase interrupter procedure indicated that there were no broken wires. The repair was not successful due to the driveline fault reappearing. The percutaneous lead replacement was approximately 4 inches from the exit site. The patient had a driveline fault discovered on a routine office visit on (B)(6) 2020. Log files were sent, the system controller exchanged and log files resent. The issue was in phase 1. The patient was admitted. Abbott engineers attempted an external driveline repair. The alarm went away initially after the repair but reoccurred after about 15 minutes. There were no pump stops. A review of the new log file noted low speed and pump stop alarms on (B)(6) 2020 associated with the driveline repair which was performed. The driveline fault alarms reoccurred in the log on (B)(6) 2020 at 11:22 am and 11:55 am through 12:14 am. The driveline fault alarms were associated with phase 1. This would suggest a potential degrading or open wire further up the driveline from the area at which the driveline was spliced. Technical support noted that if the redundant wire or conductor in phase 1 becomes open or broken, the pump may stop. The driveline fault alarms did not resolve. The patient and his wife said that they did not have any alarms. The external driveline was intact with no trauma recalled by the patient. The patient gained approximately 15 pounds over the last 6 months. The patient was not aware of any body movements causing alarms. The patient was asymptomatic. The patient did not have any pump stoppages. The patient and his wife had a long discussion with the heart failure doctors about their options, including a possible pump exchange to another heartmate ii or to a heartmate 3. The patient was discharged home. The patient will be seen monthly to run log files. The patient and his family were discussing options for further care. A review on 29jul2020 of a new log file noted that the driveline fault was still occurring. There were no low speed drops or pump stops in the log file. No other unusual events were noted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Event description:
A review of a new log file noted driveline faults throughout the log file. There was no further damage to the driveline.